Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be, "obstruction in tube". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the urine was sitting in the tubing and not draining into the drainage bag. Representative informed patient vaporlock could occur after sterilization. Suggested patient exercise the bag before use to allow some air flow. Per follow up via phone on 03may2023, the plastic tubing simply was not adhering to the drain bag. They had since corrected it by adjusting the adhesive to get the tubing to hold.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the urine was sitting in the tubing and not draining into the drainage bag. Representative informed patient vaporlock could occur after sterilization. Suggested patient exercise the bag before use to allow some air flow.